Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow, down arrow, and ok keypad buttons were delayed in response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 (B)(4) - device evaluation: on examination, the keypad was intact without damage. On testing, all the keypad buttons had intermittent response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.